Manufacturer narrative:
The company rep confirmed the reported event. The company rep replaced the motor controller printed circuit board (part number 0671-00-0004). The iabp was retested. The company rep performed functional tests. The iabp including the compressor functioned properly and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use on a pt, the unit generated on "electrical test fails code #50" (motor speed out of spec) alarm at power-up. The customer powered down and retried two times. But the error persisted. The pump was replaced and therapy was initiated. No pt was involved.